Event description:
The duett sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. Following the deployment, the patient experienced loss of color and coolness to the touch in the affected leg. An angiogram confirmed an occlusion and treatment consisted of a surgical thrombectomy. The treatment was sudccessful and the event was resolved.